Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in moderately calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, the stent could not go through and was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in moderately calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, the stent could not go through and was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed and non-tortuous.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in moderately calcified right coronary artery. A 16 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, during procedure, the stent could not go through and was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed and non-tortuous.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: p select ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.